Event description:
It was reported that the patient folded the adhesive backing onto itself during a supply change, leading to an incorrectly deployed infusion set or an infusion set connector that was not attached correctly, and no device alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities of daily living. Investigation included troubleshooting and user education regarding correct infusion set and cartridge handling and deployment. Investigation of this case revealed user handling error related to infusion set deployment and connection. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.